Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 311 mg/dl. The customer stated that the device had alarmed low battery, so she replaced the battery. She stated that she gave herself a bolus before bed, and when she woke up, she had a blood glucose reading over 300 mg/dl and noticed the blank display. Upon troubleshooting, the display did not return; however, the customer stated that she did not have a new battery in a previous cell. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.